Manufacturer narrative:
Medwatch sent to FDA on 03/18/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hot cheeks, burning, infection, and cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Company representative reported that after injection with juvéderm voluma® xc, the patient developed hot cheeks, burning, infection, and cellulitis at the injection site an unspecified amount of time later. Patient was prescribed antibiotics after a visit to urgent care. Further follow up with the injecting healthcare professional indicated the patient was injected with 2 syringes of juvéderm voluma® xc in the bilateral cheeks and symptoms presented approximately 7 days after injection at the injection sites. The antibiotics prescribed were specified as rocephin and cephalexin orally. Injector indicated symptom of cellulitis resolved approximately 2 weeks after injection; it is unclear if the other symptoms are still ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Further clarification from the healthcare professional confirmed all symptoms have resolved approximately 2 weeks after injection. The healthcare professional considers the symptoms of ¿hot cheeks,¿ ¿burning,¿ and ¿infection¿ all under the umbrella of cellulitis.

Manufacturer narrative:
Medwatch sent to FDA on 04/06/2016.

Event description:
Further clarification from the healthcare professional confirmed all symptoms have resolved approximately 2 weeks after injection. The healthcare professional considers the symptoms of "hot cheeks", "burning," and "infection" all under the umbrella of cellulitis.